Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp exhibited neurologic shaking. A head computed tomography showed cerebral edema. The pump generated placement signals low alarms. An echocardiogram showed the pump in a deep position. Bivalirudin was withheld in response to bleeding from the access site. Pressure was held. The patient was looking much worse and was septic with neurological deficits. Care was withdrawn and the patient expired.

Manufacturer narrative:
The cause of the major bleed was not determined due to insufficient clinical details. The root cause of the sepsis and stroke was unable to be determined due to insufficient clinical details. The cause of the optical sensor issue was not established as limited clinical information was provided and no product was returned for analysis. The cause of the positioning issue was not established as limited clinical information was provided. The cause of the access site bleeding was not determined as limited clinical information was provided. The device passed all post sterile inspection checks.